Manufacturer narrative:
Device eval by manufacturer: returned product consisted of a threader balloon catheter. The balloon was loosely folded with blood on the outside of the device and contrast inside the balloon and inner lumen. The device was in a warm waterbath for 7 days. The tip, balloon, markerbands, and inner/outer shafts were microscopically and tactile inspection. Inspection revealed a kink in the shaft located 22.8 cm from the tipoff the device, and slight tip damage. Functional testing was done by attaching an inflation device filled with water to the hub. When pressure was applied, a pinhole was found in the balloon material, at the distal edge of the distal markerband. Inspection found the rest of the device free of damage. The kink in the device was severe and would make the usage of the device difficult, and it is likely that the customer perceived the device broken.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 1.2mm x 12mm threader balloon catheter was advanced but resistance was felt and the shaft got severely kinked and had been separated when trying to advanced. The physician used another 1.2mm x 12mm threader balloon catheter and the same issues were encountered. The procedure was successfully completed with another of the same device and no adverse events reported and the patient was alright.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 1.2mm x 12mm threader balloon catheter was advanced but resistance was felt and the shaft got severely kinked and had been separated when trying to advanced. The physician used another 1.2mm x 12mm threader balloon catheter and the same issues were encountered. The procedure was successfully completed with another of the same device and no adverse events reported and the patient was alright.